Manufacturer narrative:
Imdrf device code a090402 captures the reportable event of failure to deliver energy. Block d4, h4: the complaint was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific that a rotatable snare was used in the colon for a polypectomy procedure performed on (B)(6) 2026. During the procedure, the snare failed to deliver energy. Procedure was completed with another of the same device. There were no patient complications as a result of this event.